Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/15/2020. A manufacturing record evaluation was performed for the finished device pj2584, and no non-conformances were identified. The following information was requested but unavailable: could you please confirm if the patient suffer from wound dehiscence? What was tissue condition? Was any surgical intervention or re-suturing performed? Were any prescribed medications required? Please specify them. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from wound dehisence? What was tissue condition? Was any surgical intervention or re-suturing performed? Were any prescribed medications required? Please specify them. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure due to scar uterus and suture was used. The patient recovered well and was discharged. Two months after discharge, the absorbable suture was discharged from the abdominal skin and the patient was reexamined. It was found that the absorbable suture was not absorbed, resulting in a rejection reaction. The suture was cut off, and povidone iodine solution was applied externally. The patient was in good condition. Additional information has been requested.